Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the peritonitis. The cause of the event, treatment details, action taken with dianeal therapy, and the patient&#38112;recovery status were not reported. On an unreported date, the patient was discharged from the hospital. No additional information is available.